Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to charge and the pump turned on, however the touchscreen was frozen and unresponsive. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.